Event description:
It was reported that after starting the ilet the day prior, the user observed blood glucose of 177 mg/dl that increased to 197 mg/dl following unannounced coffee intake, and was advised that the ilet would address the elevation without a meal announcement. Symptoms included transient hyperglycemia. Outcomes included no alerts, alarms, or medical interventions. Investigation included troubleshooting and education regarding meal announcements and expectations for post-coffee glycemic effects. Investigation of this case revealed normal device function with hyperglycemia attributable to unannounced carbohydrate/caffeine intake rather than a device or component malfunction. It was concluded, based on previously established findings for similar reports, that user-related factors and expected physiological response to coffee were the cause.